Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary: analysis could not confirm the reported event, however the programmer started up but was not operational. An hourglass was continuously visible on the screen instead of the arrow. The interrogation of an ipg went very slowly and then the programmer hanged completely. As a result new software was installed on the hard disk. (B)(4).

Event description:
It was reported that during interrogation of an implantable pulse generator (ipg) an error code occurred. The programmer was switched off and then on again but with the same result. Interrogation with a different programmer functioned as normal without any problems. The programmer was returned to the manufacturer for servicing. No patient complications have been reported as a result of this event.